Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Multiple request for return of device have been made but no device has been returned.

Event description:
It was reported that during a mastectomy procedure, the surgeon reported after using applicator, after tenth firing - clips fell out of jaw - unknown whether clips fell inside patient. There were no patient consequences. Two devices discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.